Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up it was reported that the patient was going to an urgent care facility. The nature of the urgent care visit is unknown at the time of this report. It is also unknown if the patient was performing peritoneal dialysis treatment prior to the urgent care visit. Additional information has been solicited.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.